Manufacturer narrative:
(B)(4).

Event description:
During the procedure it was reported when performed pacing with the lasso catheter, pacing at electrode of 17 and 19 were displayed on carto three times automatically. Once was at the electrode 17 and twice were at the electrode 19. As pacing spikes were also observed on the bipolar of 17 - 18 and 19 - 20 of the electrical potentials. The pacing could be performed but, the pacing was not selected on both the lab and the stimulator. The procedure was completed without patient's consequence.